Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e147 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e147 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, we are still waiting on the kit return. A supplemental report will be filed when the kit has been received and the analysis of the kit is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pressure dome membrane leak that occurred during a treatment procedure. The customer stated that the system pressure dome membrane leak happened at the beginning of the treatment procedure. The customer reported that the leak transpired within five minutes of starting the drawing phase of the procedure. The customer stated that there was no alarm. The customer reported that the treatment was aborted with no return of blood/products to the patient. The customer stated that the patient was in stable condition and was not impacted by the incident. The customer reported that the patient did not require any medical intervention. The kit will be returned for investigation.

Manufacturer narrative:
The kit and smart card were returned for investigation. A review of the smart card data found that prime was completed without incident and collection had started in double needle mode. The customer pressed the abort treatment button after 173ml of whole blood processed. A visual inspection of the system pressure dome confirmed the leak as there was dried blood on the bottom of the pressure dome. The pressure dome's membrane was also found to be partially unseated. The pressure dome's membrane was reattached to the body of the pressure dome, and it fit without issue. The pressure dome was then installed on a sample pressure sensor and it fit without issue. The pressure dome was pressure tested in order to check for leaks and no leaks were found. Thus testing did not find any issue with the system pressure dome. The cause for the leak was the partially unseated pressure dome membrane. The root cause for the partially unseated membrane could not be determined, as no manufacturing related defects were confirmed during testing. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. During the manufacturing process, all pressure dome assemblies are leak tested before the kits are released. They are leak tested twice during the sub assembly of the pressure domes and again as part of the final kit leak and occlusion test. Only those pressure dome assemblies that pass all three leak tests are released. No further action required. This investigation is now completed. (B)(4). (B)(6) 2017.